Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. A correction bolus was delivered to address bg. Customer went to a healthcare provider (hcp) and was treated with fluids and insulin. During the hcp visit, the hcp observed that the cartridge tubing was yellow. Insulin flowing within cartridge tubing was found to be normal in color. A supply change was performed to address issue.